Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the meter was not retuned with the pump. There were multiple occlusion alarms leading to delivery interruptions observed in the black box; the force at time of occlusions was high. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed sensor was detecting correct force. The pump exercised for 24 hours with no occlusions occurring. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl associated with an occlusion issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the user was instructed to change their cartridge and try to complete the prime steps. The user was not able to prime the pump without an occlusion alarm being emitted. It was also reported that the patient was on hospice care and their eating patterns have changed. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.